Manufacturer narrative:
The involved spectrum autopass needle is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This lot #33956 was manufactured on 10-dec-2015. Of the lot containing (B)(4) units, there have been no other similar complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of (B)(4) reports with a quantity of (B)(4) units of tip breakage inside the patient including this one. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The use of the autopass suture passer and needle is very technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported that during use of the spectrum autopass suture needle with the spectrum autopass suture passer in a shoulder arthroscopy rotator cuff repair procedure, the "tip of the needle broke off inside the shoulder". As reported, the tiny broken piece was safely retrieved with no problems noted. Another needle was used and the procedure was otherwise completed as planned with no patient injury or surgical delay. This report is filed on the basic of potential for patient injury with recurrence.